Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer's blood glucose level was 162 mg/dl. A new cartridge was loaded; however, the fill estimate was inaccurate. Additionally, it was reported that the usb cable does not charge the pump. Reportedly, a different charging cable successfully charged the pump. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm) was identified in the pump logs; however, no failure was identified. The alleged inaccurate fill estimate could not be verified and the alleged malfunction (charging issue) was verified.